Event description:
It was reported that this right atrial (ra) lead became dislodged some days after it was implanted, but no specific date was provided. Due to the patients condition, no revision was performed and it was reprogrammed instead. The patient requires an MRI, so technical services (ts) advised the system is non-conditional since the ra lead is dislodged. The device remains in service and there is no indication a revision has been performed at this time. No adverse patient effects were reported.